Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a leak observed around the ttm (triple transducer module) which appeared to be coming from the flow cell coulter lh 750 analyzer. The suspected source of the leak was the sample input tubing leading to the flow cell. The operator was wearing gloves when the leak was discovered. The leak was cleaned up and the instrument was powered off to discontinue use. There was no exposure to mucous membranes or open wounds. No one sought medical attention and patient results were not affected.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and confirmed the leak and replaced the leaking sample tubing connected to the bottom of the flowcell. The fse cleaned the flowcell and the surrounding area. The system was re-checked for leaks and none occurred and system operation was verified. As per product labeling, bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).